Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the device was not returned for evaluation. Section h11: the following sections have corrected information: (f10) please disregard heath effect- impact code. These were entered in error.

Manufacturer narrative:
Concomitant device(s): 300-10-45, 6343825 - equinoxe replicator plate 4.5mm o/s. 300-20-02, 6337358 - equinox square torque define screw drive kit. 310-01-44, 6339256 - equinoxe, humeral head short, 44mm (alpha).

Event description:
As reported, a patient had an equinoxe atsa revision for cage glenoid aseptic loosening. The equinoxe humeral stem was left in and the cage glenoid which showed radiographic signs of loosening was revised to a competitor¿s glenoid. The glenoid was removed, had not yet disassociated at the time of the revision but eventually would have as evidenced by the divergent pegs on the provided xrays. The surgeon reported the revision surgery was uncomplicated and provided ap xrays from after the case and just before the revision. The patient was about 1.5yrs out and was a manual laborer. There was no sign of infection or traumatic event.

Event description:
It was reported via legal documentation that approximately 17 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, inflammation, impaired range of motion, component loosening, soft tissue damage and bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected: b2, d10, g contact name/address. Additional: b5

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision was likely due to an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening but cannot be confirmed from the information provided. The inclusion of the polyethylene in the recall, the loss of range of motion, and/or the activity level of the patient could have also contributed to the failure. However, this can not be confirmed as the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.